Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent fill estimate readings during the loading process. Although requested, the customer's blood glucose level was not provided. As the events had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the events. Reportedly, the customer had loaded the cartridges with 300 to a little over 300 units of insulin.